Event description:
(B)(4).same case as 2134265-2009-05389 and 2134265-2009-05391. It was reported that post a coronary stenting treatment procedure, silent ischemia occurred. Target lesion 1 was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 32mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 2.75x32mm liberte stent was implanted. Target lesion 2 was located in the lad. The reference vessel diameter was 3mm and the lesion length was 16mm. Pre-procedure was 80% and post-procedure was 0% stenosis. A 2.75x58mm liberte stent was implanted. Target lesion was located in the lad. The reference vessel diameter was 2.7mm and the lesion length was 28 mm. Pre-procedure was 80% stenosis and post-procedure was 0% stenosis. A 2.75x28mm liberte stent was implanted. The procedure was a technical success. 2 days post index procedure, the patient had silent ischemia. Medication included asa 75mg daily and clopidogrel 150mg daily for 1 month. No further information available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4). Device not returned for analysis.